Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that an ins was taking too long to charge and had poor coupling. The patient stated the ins wont charge anymore and when they hook it up, none of the coupling boxes fill up. The patient stated the ins battery is 99% discharged and there is only a little black line in the battery logo. The patient stated they had tried charging on and off for 3 days and the ins was not charging. The patient repositioned the antenna and turned the dial through all four positions. The patient reported turning the dial resolved the issue and the patient had all coupling boxes full. The patient reported puffiness. It was noted the patient was just getting back from a hip transplant and the ins was implanted for back pain. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.